Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: this is the 1st related complaint for syringe (loose) had a loose part on lot # 0335562. This is the 1st related complaint for plunger difficult to move on lot # 0335562. This is the 1st related complaint for shield separates on lot # 0335562. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #0335562. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200925794] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringes 3/10ml experienced a case of difficult plunger movement, a plunger that was loose/fell out/separated, and product damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 328431, batch no: 0335562, awful lot of syringes 3ml- found with multiple defects, seems like it was very difficult to push these syringes. One had the cap was off/defective. A syringe had a loose part.